Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, in a patient with annular calci fication, the patient's hemoglobin (hgb) was measured at 111g/l which was a decrease from the baseline hgb of 137g/l. No bleeding or hematoma was observed. On the first post-operative day, a transthoracic echocardiogram was performed and showed moderate paravalvular leak which was attributed to the calcification. It was noted there was no device deficiency. No treatment was reported. Approximately 2 months later the hemoglobin event had resolved. No adverse patient effects were reported. Additional information was received that reported the causality of the pvl was assessed by the principal investigator (pi). The pi believed that the interaction between the calcified native annulus and the self-expanding transcatheter bioprosthetic valve was the cause of the pvl. No adverse patient effects were reported.